Event description:
The home patient (hp) stated the bag fell and the spike came out of the bag. The technical service representative (tsr) instructed the home patient (hp) to recycle power to clear alarm. The hp stated he would finish with manuals and call the nurse (rn) regarding air detection alarm and being connected. On (B)(6) 2010 product surveillance spoke with the home patient's roommate who stated the table used for bags does not have an edge and this particular night the bag was likely not centered. There have been no other incidents like this and everything has been fine. No additional information is available at this time.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no response was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.